Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a dark, itchy rash underneath his right breast. The patient was given a prescription for a triple antibiotic ointment from his doctor. After using the ointment, the patient reported that the irritation is improving.